Event description:
It was reported that the patient had diaphragmatic stimulation. The lead was initially programmed off until the device was changed out. The lead was repositioned, programmed on, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.